Event description:
In 2009, the pt's wife reported that the pt has been experiencing elevated blood glucose over 500 mg/dl since three days prior. She stated that last night at 7:00pm, his blood glucose was over 600 mg/dl. The wife was unable to provide specific info. Upon f/u with the pt on original date, he stated that last night he injected 15 units of insulin via syringe at 9:00 pm to lower his blood glucose. He stated that he had changed his infusion site and insulin cartridge, and his blood glucose would not decrease. He stated that he did not think he was receiving insulin yesterday from the infusion device and "it seems as though nothing is coming out." He stated, "this has happened quite a few times over the last 6 months." He stated that two days prior to original date, an e4 (occlusion) error was displayed on the infusion device and he changed the infusion site to clear the error. He stated that a couple of months ago he did not properly tighten the luer connection of the infusion tubing and insulin spilled in the cartridge compartment of the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.